Event description:
It was reported that a the bone reamer guide was stuck in the implant which led to the explantation of the implant.

Manufacturer narrative:
This report is for the bone reamer involved in this event. The dental implant device report was submitted under MFR report # 9612468-2025-01883. Product return is requested, and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.